Event description:
The customer obtained a non-reproducible higher than expected vitros trop I es result from one patient sample when processed on the vitros eci immunodiagnostic system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The result was not reported out of the laboratory. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that the vitros eci was operating as intended. The root cause for the unexpected trop I es result is unknown. Cellular debris, due to poor sample preparation, may have been present in the sample although this could not be confirmed as the customer did not provide information required to determine if the sample involved was processed in accordance with the tube manufacturer's recommendation.